Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink system continu-flo solution set was leaking. The set was leaking from two small pin holes noted in the primary IV tubing allowing approximately 100 c of fentanyl to leak onto the floor. The leak was found during patient infusion. There was no delay in therapy as the clinician replaced the affected IV set with a new IV set. There was no patient injury or medical intervention associated with this event. No additional information is available.